Event description:
Additional information received later noted that following pump removal patient had stabilized. Patient was diagnosed with meningitis and was treated for the infection. The MRI which showed no sign of an inflammatory mass.

Event description:
It was reported that the since implant patient had lost 50lbs, had seizures, increased pain in different areas catheter tip, catheter band and pump. Pain had started at the time of implant and consistent to explant. Headaches, seizures, cognitive issues had increased since 4-6 months. It was stated that patient was "misdiagnosed for the last six months". A spinal tap was done that showed a (B)(6) infection; MRI had further suggested white cells in lateral ventricles. The pump and catheter were removed due to infection. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis of the pump revealed no anomaly; normal device function. Incomplete catheter was returned in segments; analysis of the same revealed no anomaly, acceptable catheter testing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was noted by the patient that a comment was made that "something wasn't placed right" during surgery and the patient subsequently developed the infection.